Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. The grommet was damaged and the set screw had a rounded socket.

Event description:
It was reported that the device had connection problems in the header between setscrew and lead. The device was removed and replaced. No patient complications have been reported as a result of this event.